Event description:
Additional information received from healthcare provider reports the patient had perfect continence after implant. Then reported complete failure within one month. She is now referred to another healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0l7df, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_prog, lot# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient reported having side effects of pain, not being able to sleep at night and frequency of going to the bathroom a lot. The patient called to get help with her symptoms. She first had a trial for 8 days and she was doing better during the trial. She was implanted for bowel control. Since she got the permanent implant, she had to go to the bathroom all the time and feels like she was all swollen up down there. Since implanted she had no improvement and had not gotten any better. The patient had not been able to go to church on sundays because of the pain and it was too uncomfortable. Patient service ask patient when the pain started she replied she had not had any improvements since the very beginning. She goes in and they adjust it and it was up to 3.1 volts but she was still having pain and discomfort. It was reported that the patient unsure which hcp she needs to see. It was later reported by the healthcare provider that there was a fifty percent or greater symptom reduction. The patient stated it stopped ¿illegible¿. The device was reprogramed. The cause of the event was not determined and it was unknown if device related. It was reported no actions were taken to resolve issue. Patient not recovered and symptoms/issue were ongoing. Additional information has been requested regarding illegible writing from healthcare provider but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.